Event description:
Patient admitted for elective surgery on (B)(6) 2025 for chiari malformation decompression. During surgery, a 4x5 duragen bovine pericardium graft was implanted and sewn to the dura to complete the decompression. Patient presented to emergency department on (B)(6) 2025, drainage from incision. Taken to surgery on (B)(6) 2025 for csf leak. Intraoperatively, it was discovered the graft had disintegrated and that is why patient had a leak. Integra lifesciences was notified of failed graft.